Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri) via transtelephonic monitoring. Measured battery data in late 2008 was 2.68 v, 8 ua, 7.8 kohms with an estimated remaining longevity of 1.2 years.

Manufacturer narrative:
No medwatch form was received.